Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood and body tissue/fibrotic growth.

Event description:
It was reported the patient presented to the emergency department with significant pain in left side of chest. Device testing and computed tomography scan were performed and it was determined the lead had perforated into the pericardial space. There was not a significant effusion. The lead was removed and an epicardial lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 implantable pulse generator (ipg), (B)(6) 2013; 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.